Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions mammography system, 3d, the system generated multiple errors and the gantry initiated an emergency shutdown while attempting vertical travel during a patient exam. No patient or user injuries were reported. Hologic field service engineers (fse) were dispatched on (B)(6) 2026 to investigate the device and determined that the vertical drag brake was jammed. During troubleshooting, the fses verified that the system had appropriate voltage for motor movement and removed the vertical drag brake to further evaluate the vertical travel assembly. When the drag brake was removed, the system was able to move; however, after motion stopped, the c-arm was observed to drift downward and had to be manually stopped. Further inspection determined that the vertical drag brake was jammed and that the existing lead screw configuration required replacement of the vertical travel assembly. The fses replaced the vertical travel assembly and lead screw and performed the required system calibrations, including vertical travel assembly calibration. Following completion of the repair and calibration, the system was tested and verified to be operating according to manufacturer specifications. No further information is currently available.